Manufacturer narrative:
Supplemental submitted as the investigation concluded that the siderail would not lock up was due to the siderail weldment being broken.

Event description:
It was reported via repair work order that the power cord sheathing was torn. It was also reported that the siderail would not lock up was due to the siderail weldment being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.